Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and high blood glucose event. The customer¿s blood glucose level was 480 mg/dl at the time of the incident. The customer was unable to describe possible damage to the drive support cap, and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer reported a motor position encoder error was found in the insulin pump alarm history. Customer had a high blood glucose of 480 mg/dl and treated. No high blood glucose troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump passed the seat & rewind, basic occlusion test, prime test, excessive no delivery test, displacement test and motor test. Unit was received with motor error alarm during occlusion test due to faulty force sensor resistor . Unable to verify motor position encoder error alarm in alarm history due to displayable history crc check failed on startup found in alarm history. Displayable history crc check failed on startup due to corrupted history file.